Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for unspecified cause. There were no product performance allegations from the field however during preliminary analysis it was identified that this device did not meet expected longevity.